Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that during pre-testing, when using pressure chamber, water/blood flow was increasing however, the display reading was not moving after 200mmhg for both the chambers. No patient injury, no intervention was required.

Manufacturer narrative:
H4: device manufacturing date is unknown d4: device serial number/lot number is unknown h6: health impact and evaluation codes: updated h10: no lot number was provided; therefore, device history record review could not be performed. Although the reported product was not returned for evaluation, videos and picture provided in the complaint object attachment confirmed the reported failure. Review of the video noted the IV bag being properly pressurized and the liquid flowing at a increasing rate but the needle of the pressure gauge not moving past 200mmhg to display the appropriate pressure of 280-300mmhg in the h2 pressure chamber as required in the IFU. The probable cause of this complaint is a pressure gauge malfunction. Related issues are being tracked by trend analysis., corrected data: h3